Event description:
Previous svc oor value triggered, svc alert is programmed off. Biotronik lead from 2012 with gen change in (B)(6) 2022. Rv lead is programmed to bipolar pace/sense. 0 sic counts since (B)(6) 2022. No stored episodes. Consider header/lead connection, consider possible fracture. With only 1 oor value present in only one configuration, it is difficult to determine what the reason for the oor ttc value is. Perform isometrics/pocket manipulation to assess for any oversensing on the lead and in what configuration it is occurring, if so. I recommended that the rep discuss the findings with the ep/cardiologist to determine how to manage the device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).